Event description:
Fast battery depletion of the implanted pacemaker. The claimed longevity of the device battery was 10 years. On the laboratory test of (B)(6) 2020 the batter longevity recorded was 1.9 years. There were discrepancies on app report and doctor's office report. FDA safety report ID# (B)(4).